Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is not approved for magnetic resonance imaging (MRI) due to non boston scientific lead. During the assistance to the health care professional (hcp) to program this crt-d into protection mode, technical services (ts) found that there were high out of range shock impedance measurements. The MRI programming was not concluded. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
02/16/2025 - the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is not approved for magnetic resonance imaging (MRI) due to non-boston scientific lead. During the assistance to the health care professional (hcp) to program this crt-d into protection mode, technical services (ts) found that there were high out of range shock impedance measurements. The MRI programming was not concluded. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try to obtain additional information, but the clinical representative was unable to obtain more information. At this time, no further information is available. Should additional information become available this report will be updated. 02/16/2025 - the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.